Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full facility address; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed testing, alarms when latch is closed. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The cause of the customer reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.